Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical site that on (B)(6) 2017 the patient called ventricular assist device (vad) coordinator to report several days of ongoing worsening weakness and dyspnea on exertion. Patient was sent to have labs done and after results were in patient was asked to come to the emergency department (ed) for further evaluation. It was stated that the patient was given 1 unit of packed red blood cells (prbcs) for symptomatic anemia and was admitted for further evaluation for gastrointestinal (gi) bleeding. A gi consult recommended esophagogastroduodenoscopy (egd) push with possible video capsule endoscopy (vce) and repeat colonoscopy if needed. It was reported that the patients fatigue subsided and he was discharged to home on (B)(6) 2017, afebrile and with stable vitals. No additional information available.